Event description:
It was reported that the patient experienced stimulation in the wrong location from their implantable neurostimulator (ins). Specifically, the patient had stimulation in the vaginal and stomach areas and had this for the last month. It was noted that the patient had tried 3 times to meet with the company representative but that they never showed up. The patient stated that they had been taking double the medication because the stimulation was not working. The patient stated that the stimulation did not cover the targeted areas of their back and legs. It was noted that they met with company representative at the end of last month before the issue started. The patient stated that when they arrived home ¿it was too high¿ and they ¿almost went through the roof.¿ they did not go anywhere between the adjustments. The company representative called them and adjusted their settings on #1 and 2 but did not meet with them the next day. The patient noted that they have had 5 procedures and 7 surgeries in the last 17 to 18 months. The last surgery was to implant the ins system. The patient noted that the coverage changed about 2 months ago and that a ¿man¿ adjusted them and got the stim up to their back but disappeared again. The stimulation stayed in the leg and buttock areas. Another adjustment resulted in the stimulation up too high and in the wrong location. The patient thought it was due to ¿insulated clothing.¿ the patient was going in for reprogramming. It was reported the patient hurt and ¿the pain is so bad when I sit for a time.¿ additionally, the patient ¿could not sleep because the pain was so bad.¿ it was further noted the stimulation was ¿sky high¿ and ¿electrocuting her to death¿ and then the patient ¿cut it down.¿ follow up information reported that it was a programming issue and no malfunctions were seen. The patient was seen on (B)(6) 2013 for reprogramming (the patient was confused as to the time). The patient was asked to change position from sitting to standing, walking. The patient denied any abdominal, rib, or perineal stimulation after the reprogramming session. It was reported that the patient had improved coverage and had bilateral coverage for both their hips and legs, low back at belt line. It was explained that recruiting coverage above the belt line results in stimulation in the rib cage area. The company representative demonstrated that the top electrodes recruited ribcage stim that was uncomfortable. The patient was in agreement with this assessment.

Manufacturer narrative:
Continuation: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 37754, serial# (B)(4): product type recharger; product ID 37746, serial# (B)(4): product type programmer. (B)(4).